Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.25 stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 24 x 2.25mm promus premier drug eluting stent was advanced. However, it was noted that the stent was not smooth. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 24 x 2.25mm promus premier drug eluting stent was advanced. However, it was noted that the stent was not smooth. The procedure was completed with another of the same device. There were no patient complications reported.